Manufacturer narrative:
On october 13, 2021, mentor received additional information indicating that the patient also suffered deflation on the right breast. This has been reported under mrn: 1645337-2021-11108. On october 15, 2021, mentor received additional information indicating that the left breast implant has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white female patient, who's undergone primary breast reconstruction with two 350cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via an in-office visit. As a result, the patient underwent removal and replacement with a 350cc mentor smooth round moderate profile saline (catalog: 3501655 lot: 7489722 sn: (B)(4)) on (B)(6) 2020.